Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus based off an inaccurate blood glucose (bg) value. Reportedly, the customer delivered a bolus for a bg level was 364 mg/dl; however, inadvertently delivered an additional 11 unit bolus after entering an inaccurate bg value into the bolus menu. During a follow-up call, the customer confirmed carbohydrates were consumed and reported bg was 76 mg/dl.